Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited right ventricular (rv) noise which was being oversensed resulting in inappropriate anti-tachycardia pacing (atp). The patient was evaluated in the clinic and troubleshooting was performed; however, the noise could not be recreated. The noise appears to be non-physiologic. Additionally, reviewed of presenting found one oversensed premature ventricular contraction (pvc). Daily measurements were noted to be stable. There were excursions on the rv intrinsic amplitude as low as 2mv. Technical services provided programming options. At this time, the device and non-boston scientific rv lead remains in service. No adverse patient effects were reported.